Event description:
It is reported that the device would not lock into the tibial tray. The tray appeared to be completely free of any debris. Multiple irrigations were done to free the tray of any unseen debris, and yet the surface would not lock into the tray. The surgeon asked for another surface. The second surface locked down into the tray on the first attempt.

Manufacturer narrative:
Evaluation summary: as returned, one side of the inner dovetail lip is compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of this event. Review of the device history records did not find any deviations or anomalies. This device has been autoclaved prior to return to zimmer, so that an accurate dimensional analysis cannot be performed. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.